Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer has been off the insulin pump for almost a year. Customer was released from the hospital after suffering from high blood glucose levels and gastro paresis. Customer has been to the hospital over 25 times in 2 years as a result of high blood glucose levels. Customer declined to speak to the 24 hour helpline.